Event description:
It was reported that while preparing the da vinci surgical system for surgery, system error codes # 20008 and # 21008 appeared several times and was unable to be overridden. The pt had been under anesthesia for approx 45 mins and the pt port incisions had been created when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error codes # 20008 and # 21008 experienced by the customer were associated with a pt side manipulator (psm). The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering evaluation confirmed that axis one, stage two cables were broken. It was determined that the cables most likely broke during shipment. The system alarm ( system generated fault code) functioned as designed and there was no injury to the pt. The 20008 and 21008 system error codes appeared when the da vinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor ( potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a " recoverable safe state". As of 2008, there have been no reported recurrences of the issue at this hospital.